Event description:
It was reported that the pressure gauge cannot show exact pressure. No patient injury was reported.

Manufacturer narrative:
Premarket (510k) number is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The gauge assembly was removed after functional test and opened to review internal workings. Unit was found to have the gearing slipped. In these circumstances, it is possible for the gear/linkage system (attached to the bourdon tube) to fall out of proper alignment. This can also occur if the gage has been over-pressurized. While it is impossible to confirm whether this is the conditions resulting in failure of this product, it is a likely scenario. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).